Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a grip tang bent. Components adjacent to this bent grip tang did not show damage and the grips did not show cracking damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, as moderate misalignment of grip tang can occur due to grasping hard tissue or objects, or through collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the 8 mm force bipolar instrument's jaw snapped. The procedure was completed with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.